Event description:
Two (2) sets of da vinci vessel sealers malfunctioned during this case. The alarm states "blade exposed". The blade would not retract back. One was opened before the start of the case and malfunctioned during the middle of the case. The rn sequestered the malfunctioning equipment and gave the- new vessel sealer as requested by the doctor. The new vessel sealer was placed to the arm and after less than 10 mins the alarm went off with the same exact reason. The second vessel sealer was then again sequestered by the rn. Incident of malfunctioned equipment was reported to supply chain. Charge nurse made aware. After the second time, the surgeon decided to use a different da vinci instrument found in the tray. There has been no response to the department received from the MFR.